Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. The root cause is unknown because the console was not returned for investigation.

Event description:
An impella 5.5 device was inserted into the right axillary/subclavian artery in a 55-year-old male patient with a past medical history of a prior coronary artery disease (cad), presenting in scai stage a shock, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support during a high-risk cardiothoracic (CT) surgery. During the procedure, there was an optical sensor error after connecting the pump. The pump was reconnected, but the same error occurred. The automated impella controller (aic) was exchanged for a new aic which resolved the issue. While the patient was in the intensive care unit (ICU), there was red tinged urine. The pump was malpositioned on echocardiogram. The device was repositioned which resolved the issue. The post procedure outcome is unknown. The impella functioned at p-6 at 3.6l/min as intended. The automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information was provided which states that the device was not available for return.